Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assays for at least four patient samples. The initial testing was performed on an aliquot processed by the modular preanalytic analyzer (mpa) and the repeat testing was performed on the primary sample tube. This event involved a cobas 8000 cobas ise module, cobas 8000 c 702 module, and a mpa automated preanalytical system. Refer to the medwatchs with (B)(6) for all products involved. The repeat results were believed to be correct. Patient b was admitted to the ER based upon the initial results. The doctor refused to provide any further information regarding the patient. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. As part of troubleshooting, the customer retested other patient samples and the results agreed. The field service representative could not find a cause. He performed instruments checks and precision testing with all results within range. The customer successfully ran calibration and qc with all results within range.

Manufacturer narrative:
The customer stated that before the issue occurred, they were not throwing the sample cups out of the aliquot racks once they came off of the analyzer. Based on this information, it was determined the issue was due to the customer reusing the sample cups. The customer has now instructed all device operators to throw away all of the cups once they come off of the analyzer. Product labeling for the mpa states any reuse of sample containers risks contaminating samples and causing incorrect test results. Do not reuse sample cups or sample tubes. There was no indication that the device caused the error and no product problem was found.